Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was between 54-500 mg/dl. Reportedly, the customer had an alternate pump available for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Manufacturer narrative:
H6: remove evaluation conclusion code 11, evaluation method code 4118, and evaluation result code 3233.